Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was flagged by the system's delta check as it did not match results previously obtained on samples from the patient. The sample was repeated on the same instrument and resulted as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced the aspirate probe 1 pinch valve. The fse also verified reagent probe 1 and sample probe 1 cuvette bottom calibrations. The fse adjusted the sample probe cuvette bottom, ran quality controls and all was within specification. The cause of the discordant, falsely elevated troponin result is a malfunction of the aspirate probe 1 pinch valve. The instrument is performing according to specifications. No further evaluation of the device is required.